Event description:
Using an unspecified syringe, the part of the coil seemed to get entangled. Additionally, the coil entangled (in knot condition) for unknown reasons, and it is unknown where and when exactly also, no attempts were made to reposition the coil prior to removing. The coil was purge before use in the patient, however, there is no information noted regarding purging the coil system during use. Therefore, the orbit galaxy was safely removed from the patient and was replaced for a new one orbit coil (640cf0410/lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The coil embolization was conducted to treat an unruptured aneurysm of the internal carotid-posterior communicating artery that was mildly tortuous and not calcified. Also no damages were reported on the device after the event. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented, no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15623110 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The manufacturing process that can be related to the reported complaint. Review of lot 15623110 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the reported information, no conclusion can be made regarding the difficulty encountered during insertion of the galaxy into the aneurysm and entanglement. It appears that based on the report that there was no difficulty removing the device through the microcatheter, it appears that procedural factors, vessel/lesion characteristics, or coil entanglement contributed to the event. Additionally, review of lot 15623110 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. However, no conclusion can be made. Therefore, no corrective actions will be taken at this time.